Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. Device was downloaded properly using care link pro. Device was communicated properly with guardian link and glucose sensor simulator and the sensor graph functioned properly. No unexpected lost sensor alarm noted during testing. Device was received with scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the 670g insulin pump would not deliver the micro boluses. The customer reported that insulin pump was showing auto mode but no micro boluses were being delivered despite having blood glucose values in the 300 mg/dl range. The customer treated the high blood glucose with corrective boluses. Troubleshooting was performed and it was confirmed that the insulin pump was not delivering the micro boluses since the previous morning. The customer was advised to discontinue use of the insulin pump as a safety precaution. The insulin pump will be returned for analysis.